Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused leucovorin during delivery. The pump programmed at 144ml/hour to infuse leucovorin over 2 hours. Infusion took 2hr 40mins to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue of ¿under infused¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The event history log (ehl) review shows an infusion of leucovorin at 144 ml/hr (volume to be infused (vtbi) 288 ml). The infusion completed in approximately 2 hours as programmed. Although minor interruptions (air-in-line, occlusion) were observed, there is no evidence in the ehl to support prolonged infusion duration. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.